Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 09:30 am, the laboratory result using an unknown reagent was 4.4 inr. At 10:45 am, the meter result was 5.8 inr. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The returned test strips from lots 54974521 and lot 53667014 were measured on reference meters with a high-level control sample: lot 54974521: target range (2.7-3.5 inr): test 1: 3.0 inr. Test 2: 3.0 inr. Test 3: 3.0 inr. Lot 53667014: target range (2.7-3.3 inr): test 1: 2.9 inr. Test 2: 3.0 inr. Test 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.